Event description:
A caller reported a cgm error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support provided detailed pump reset information and assisted the caller in completing the pump reset, after which the cgm error code did not reappear. The caller successfully started their sensor session.